Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error after running receiver through the washer. Dexcom technical support advised patient to reset device after air drying for 48 hours.